Manufacturer narrative:
The system was examined. However, it was not mentioned if the reported event was replicated. The footswitch printed circuit board (pcb) was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 25, 2011. Based on qa assessment, the product met specifications at the time of release. Without additional information, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, during the phacoemulsification step, the system switched from cortex mode to power coag mode on its own. The case was completed without patient harm.